Event description:
The customer reported that while the unit was in use on a pt, the pressure waveform failed to display. The pt was switched to another unit and therapy was continued. No injury was reported.